Event description:
Additional information reported that the event required that the patient be hospitalized on (B)(6) 2015 where there was ¿stimulator ablation¿ and the ins was removed. The event was reported as recovered as of (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient experienced ineffective stimulation from their implantable neurostimulator (ins). It was noted that the event issue was ongoing with other therapeutic actions planned and that explantation of the ins had not yet been scheduled at the time of report. The patient status at the time of report was noted as ¿alive ¿ no injury.¿ no further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant [product: product ID 39565, lot # unknown, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the patient experienced a reappearance of pain.